Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implanted: (B)(6) 2010; product ID: 5076-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a confirmed fracture. It was further reported that the right ventricular (rv) lead became stretched due to patient growth. Both leads were explanted. No patient complications have been reported as a result of this event.